Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: impella 5.5 sn (B)(6) + purge cassette returned. Temporary pump stop/product damage (catheter kink). There are no data logs returned. The clinical stated that there was a sudden pump stop but was able to restart on another aic. Due to the stoppage that occurred before, the physicians opted to replace the pump. The pump was returned and the catheter was kinked at the red impella plug. It was electrical tested and passed continuity from phases 1 to 3, but 1 to 2 and 2 to 3 would go in and out from in-spec to 0l when the kink was positioned a certain way. The pump was run and in a bucket and was able to run on p-9 without issue but when the catheter was kinked near the plug and pressed upon, the pump would stop, triggering #119 alarms. Based on the returned product, the root cause of the temporary pump stop was most likely due to electrical open lines due to a user error. The cause of the product damage (catheter kink) is most likely due to use as excessive force was applied to the catheter at that location. Device history review: impella 587742 passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that they encountered pump stop and kink during impella 5.5 support. It was reported that a pump stop was encountered. Attempts to start the impella at different p levels have been unsuccessful. The perfusionist also reported that there was a kink between the red plug and the pump. As a result the aic console was exchanged as well as the pump. The patient remained stable on the new impella 5.5. The first pump was collected and planned to be sent back to abiomed.